Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. No corrective actions will be opened at this time. Hypotension is a well-known potential adverse event associated with the carotid stent implantation procedure. The hemodynamic instability that occurs both during and after carotid stent implantation is influenced by the baro-receptors, which are located at the carotid bifurcation. These baro-receptors are stimulated by the stretch of interventional balloons, sds (stent delivery system) and distal protection devices, initiating a reflex via the glossopharyngeal nerve. This results in a fall in blood pressure and bradycardia. Stent placement may promote persistent stimulation of these baro-receptors. These reactions are anticipated relatively short-term adverse events associated with the compression of the baro-receptors during balloon inflation, stent implantation and filter device manipulation. Certain factors may influence the likelihood of anticipated baro-receptor reactions such as advanced age, ventricular dysfunction and gender. There is no evidence that manufacturing issues contributed to the event. Review of the information suggests that patient, vessel and procedural factors may have contributed to the reported events.

Event description:
The report is from the (B) (6) study. The patient was an (B) (6) female, (B) (6) and (B) (6), with a history of hyperlipidemia, cardiac arrhythmia, abnormal stress test, diabetes mellitus, coronary artery disease, coronary percutaneous revascularization, and hypertension. The patient had a precise pro rx 8 x 40mms tent deployed in the proximal left internal carotid artery. Approximately 3 months later, the patient had a contralateral procedure to treat the ostium to the proximal right internal carotid artery. Pre-procedure stenosis was 85%. The vessel was moderately tortuous and mildly calcified. Lesion length was 30mm and diameter was 7.0. A precise rx 8 x 40mm stent was placed in the target lesion. An angioguard rx, size 6 basket, was successfully deployed and retrieved. Post procedure, the patient was transiently hypotensive which required transfer to the ICU and treatment with vasopressors and IV fluids.